Event description:
It was reported that the dual-lumen powerpicc in the maintenance, one of the access, not using the connector using inline syringe inserted into the luer interface to flush the tube, the connection leakage occurs, replaced with a domestic connector after the luer interface connection is still leaking. Clinical customer feedback, other catheters have not occurred, the catheter is a product quality problems. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two videos of a dual lumen powerpicc were returned for evaluation. An initial visual observation of the videos showed the powerpicc being infused with a clear liquid. This action resulted in drops of liquid dripping from around the hub of the device. No details of the damage to the device could be discerned from the returned videos. There were no distinguishing features in the returned videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the dual-lumen powerpicc in the maintenance, one of the access, not using the connector using inline syringe inserted into the luer interface to flush the tube, the connection leakage occurs, replaced with a domestic connector after the luer interface connection is still leaking. Clinical customer feedback, other catheters have not occurred, the catheter is a product quality problems. No other information provided, at this time.